Manufacturer narrative:
Additional information: g3, h3, h6. Arthrex was able to conclude a most likely cause using the minimal information provided, which includes the event description and the study, for this clinical event. The most likely cause of the reported failure can be attributed to a patient-specific event. If further information is received, including additional information, pictures, videos, or device return, arthrex will review and update the case accordingly.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2021 by the archives of bone and joint surgery titled five year follow up of retrospective cohort comparing structural and functional outcome of arthroscopic single-row versus double-row suture bridge repair of large posterosuperior rotator cuff tear in patients less than or equal to 70 years¿. The study reviewed one hundred and three (103) patients who underwent shoulder procedures using arthrex corkscrew devices. Five (5) patients were documented to have had a complete tear resulting in tissue damage during the seventy-four (74) month follow-up period. Ref: "pandey, v., et al. (2021). ""Five year follow up of retrospective cohort comparing structural and functional outcome of arthroscopic single-row ersus double-row suture bridge repair of large posterosuperior rotator cuff tear in patients less than or equal to 70 years."" Arch bone jt surg 9(4): 391-398.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.